Manufacturer narrative:
Per visual inspection: original cartridge holder not received and original front cap not received unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unable to determine inpen front cap investigation due to inpen not received with original front cap. In conclusion: inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder being lost was undetermined due to inpen being returned without cartridge holder. Inpen received without original front cap. Missing or physically damaged front caps can affect insulin delivery. Adding following codes in h11 section. Type of investigation ¿ 10, investigation findings ¿ 424, and investigation conclusions ¿ 2306, as the investigation findings code field had not accepted the code 424 in the h6 section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported broken inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. And customer reported that the cartridge holder chipped off. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.